Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When pulling up a vial of opdivo with the phaseal system, the syringe's injector cracked. During use when pulling up a vial of opdivo with the phaseal system, the syringe's injector cracked. As a result, we can no longer use the pulled-up product. As this is an expensive product (3243 euros/vial), we would like to ask for compensation.

Event description:
When pulling up a vial of opdivo with the phaseal system, the syringe's injector cracked. During use when pulling up a vial of opdivo with the phaseal system, the syringe's injector cracked. As a result, we can no longer use the pulled-up product. As this is an expensive product (3243 euros/vial), we would like to ask for compensation. Per custoemr response 23aug2024: ¿ please confirm the number of products affected. 1 ¿ could you please provide the lot number of the defective product? We can't figure out, one of the following 3: lot 2401007, lot 2401002 and lot 2311003 per customer response 28aug2024: ¿ please follow up with customer on hcp/user impact as the event happened prior the patient use: ¿ has there been any hcp/user impact regarding this event? No impact given the cytotoxic product remained in the syringe, no leak. ¿ did the incident happened in controlled environment ( like laminar flow hood, ...)? Syringe was filled in laf cabinet

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two photos and one physical sample was provided to our quality team for investigation. Through visual inspection, the injector luer was observed to be broken off in the syringe, there was no other visible damage or defect observed that could have contributed to the luer breaking. A device history review was performed for suspected lots 2311003, 2401002, and 2401007, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes a series of visual and functional evaluations throughout manufacturing, including verifying all critical dimensions are within specification. Testing was reviewed for the suspected lots and no issues related to the reported incident were identified. Based on our investigation and sample evaluation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.